Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issue could not be determined, however, due to an observed leak at the up/down knob, proper device reprocessing may not have been possible. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was low angulation, the adhesive on the bending section cover was detached, the plastic distal end cover was shaved, the protector of the universal cord on the suction connector side had a scratch, the universal cord, connecting tube, and control unit were scratched, the amount of water contact did not meet the standard value due to nozzle clogging, the wear of the angle wire caused the bending angle in the up, down, left, and right directions did not meet the standard value, and water tightness was lost due to deformation of the up/down knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal scope had reduced angulation. The issue was found during reprocessing. There were no reports of patient harm. During device evaluation at olympus, it was found there was foreign material in the nozzle. The report is being submitted due to foreign material in the scope found during evaluation.